Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the balloon could not be inflated. A microscopic examination identified a balloon pinhole located at the centre of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that a balloon burst occurred. The 20mm x 3.5mm in diameter, 75% stenosed target lesion area was located in a moderately tortuous and severely calcified left circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. However, it was further reported that the balloon failed to cross the lesion and has no quality issue to noticed. The procedure was completed with another of same device. No complications were reported and patient is stable. However, device analysis revealed balloon pinhole at the centre of the proximal markerband.